Manufacturer narrative:
It was reported that a flat panel monitor was only hanging onto the arm by a few cables. Based on interview with field service technician (fst), it was confirmed that spring arm broke and it was replaced, resolving the issue. Equipment was tested and left working as intended. The fst reported that failure consisted of the internal component of the yoke (threaded rod inside the spring arm) snapped. Also, berchtold legacy spring arm was involved in the failure, the fst estimates this installation was from 2014-2016 (approx. 10 years ago). The other components of the flat panel didn¿t get any damage and were left working as expected when the account was serviced. No part number or serial number available or reported, therefore unable to request manufacturing DHR for investigation. Although the exact root cause of this issue is unknown, the most likely root cause would be maintenance and wear of this legacy product. This identified failure mode exceeds threshold and will continue to be monitored. The rate of failure (complaints over shipments) for this threshold in the time frame considered is (B)(4). All complaints were reviewed by our data analyst, and all cases were previously assessed at s1 or s0. This failure mode will continue to be monitored. If any further information is received, a supplemental will be filed.

Event description:
It was reported that the flat panel monitor is only hanging onto the arm by a few cables in or 4. It is believed that something internal in the arm is damaged. There were no reported injuries or adverse consequences.

Event description:
It was reported that the flat panel monitor is only hanging onto the arm by a few cables in or 4. It is believed that something internal in the arm is damaged. There were no reported injuries or adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.